Manufacturer narrative:
Per comp (B)(4) initial report. Additional information including operative notes (primary and revision), post primary x-ray and post revision x-ray, confirmation on which of the three screws used at primary surgery was the one that was not in the acetabulum and thus the reason for the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner, biolox delta ceramic head and screws due to 1 screw not being in the acetabulum. Please note: it is currently unknown which of the 3 screws implanted at primary was the screw that had not gone into the acetabulum and thus resulted in the revision. Therefore, no device details have been put into section d.4 but all 3 of the screws have been recorded in section d.10. Once we have confirmation on the screw which is the subject of this event it will be moved from section d.10 to d.4.

Manufacturer narrative:
Per (B)(4) final report: additional information including operative notes (primary and revision), post primary x-ray and post revision x-ray, confirmation on which of the three screws used at primary surgery was the one that was not in the acetabulum and thus the reason for the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none of this information was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause is concluded to be traced to the user and not related to the device design or performance. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner, biolox delta ceramic head and screws due to 1 screw not being in the acetabulum. Please note: it is unknown which of the 3 screws implanted at primary was the screw that had not gone into the acetabulum and thus resulted in the revision. Therefore, no device details have been put into section d.4 but all 3 of the screws have been recorded in section d.10.